Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received sensor readings of 236 mg/dl and 238 mg/dl compared to 270 mg/dl and 265 mg/dl respectively obtained on the built in reader. Customer experienced vomiting and had contact with the healthcare provider who diagnosed him with diabetic ketoacidosis and treated with "insulin drop" and IV. There was no report of death or permanent injury associated with this event.